Event description:
It was reported there was air in the catheter. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation there were issues encountered when flushing the catheter. Air was seen in the catheter. The physician noted it was difficult to get the air out. The device was exchanged for another of the same device, and the procedure was completed successfully. After the procedure, air was still noted to be inside of the first catheter. There were no patient complications.